Event description:
Reporter indicated that his vns therapy programming handheld was not operating properly. He stated that "the power cord is broken and the handheld has horizontal lines going across it." Troubleshooting did not resolve the issue. The handheld was subsequently returned to manufacturer for product analysis. The reported complaint associated with the power cord was verified during visual analysis. External visual inspection found that the plug on the ac adapter that attaches to the handheld was broken, and consequently the ac adapter was no longer able to plug into the handheld to charge the main battery. The reported complaint associated with horizontal lines on the screen was also verified. The cause for the lines is associated with loss of power to the handheld device during operation. The horizontal lines on the screen mostly likely appeared as a result of the screen loosing power as the device shut down abruptly. This is expected behavior when the main battery is depleted while the device is in operation.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.